Event description:
It was reported that an ht70 ventilator generated a battery malfunction error. Patient involvement information was not provided by the customer. The ventilator was evaluated and it was reported that the lithium metal coin battery was depleted. The ventilator passed self testing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, after powering on, a ht70 ventilator generated the message "date has reset, please change coin battery". The ventilator was not in use on a patient at the time of the reported event.